Manufacturer narrative:
(B)(4) . Evaluation summary: analysis was performed on the returned device. The reported failure deploy the thumb advancer was confirmed. The reported failure to deploy the thumb advancer appears to and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after an intervention to treat a superficial femoral artery. Reportedly, resistance was felt the thumb advancer of the starclose se device and the sheath could not be split. The starclose se device was removed from the patient anatomy without issue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.